Event description:
Covidien received information stating that the alarm silence/reset button on the front panel of the unit was unresponsive. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).